Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported on (B)(6) 2019, the patient exhibited a dislocation of the intraocular lens (iol) into the posterior pole of the left (os) eye with a decrease in visual acuity (va). The iol was implanted (B)(6) 2006 with no complications. As a result of the dislocation, a lens exchange and vitrectomy was performed using a competitor's lens on (B)(6) 2019. Regarding patient prognosis, the physician indicated during the last office visit that there was a significant os visual acuity (va) improvement with the va os plano +.75x165 20/20.

Manufacturer narrative:
The device was returned for evaluation. Microscopic examination found a portion of the optic missing, however the haptics were intact and undamaged. The cause of damage to the optic could not be determined.

Manufacturer narrative:
The product is not available for return or evaluation. There have been no other complaints for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause for the reported event could not be determined. No corrective action is necessary at this time. This investigation is considered complete. If additional information becomes available, the investigation will be reopened.

Event description:
For clarification, the event was reported to the physician on 03/18/19 and reported to bausch and lomb on 06/18/19.